Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 400 mg/dl the customer did not provide information on symptoms or treatment of the hyperglycemia. However, the customer mentioned that he has had a few times where his set did not stay stuck to his body. No products were returned or replaced.